Event description:
Pain in hips and back. Painful menstruation. Large clots and heavy bleeding. Migraines. Anxiety. Hair loss and breaking. All of these symptoms have continued and become worse as time goes on. During my period there are days that I am unable to function because the pain is so terrible.